Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had sustained vt that was below the rate cutoff (rco) so therapy was not delivered. The patient lost conciousness and was taken to the hospital where he was externally converted. The rate kept dropping below the rate cutoff (rco) and some undresensing was noted. The patient remains in the hospital and is being monitored in the intensive care unit.

Event description:
Additional information was received via boston scientific technical services (ts) review of the rhythm strips from around the time of death. It appears the device had some double counting (oversensing) of t-waves, which in turn caused the device to store an event and provide anti-tachycardia pacing (atp) therapy. Of note; the patient's intrinsic rate was actually below the device's programmed rco of 190 bpm, and the device only exhibited minimal undersensing of the morphologically small r-waves. Based on the review of this rhythm and device settings, it appears the device did not delay therapy to the patient.

Manufacturer narrative:
Additional information was received that this patient is deceased and the device was not removed.